Event description:
The event is reported as: alleged issue: while in an eval with dr (B)(6) for the ae5 a clip was not loaded into the jaw prior to firing on the cystic artery during a laparoscopic cholecystectomy. The applier then jammed and the jaws locked down on the vessel. The physician attempted to fire the applier again in order to dislodge the jam and that caused the ratchet handle to break. The applier jaw still did not release and the physician needed to add another port in the pt in order to ligate and cut around the applier for removal. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report. A f/u report will be sent when completion of investigation.